Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient was receiving the replace generator soon message, but it was unclear when the message appeared. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information was received, stating surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.